Event description:
It was reported that the user experienced a connector fitting issue, stating they could not twist the connector onto the device, and after trying a new connector from a different box, the connector attached successfully. Customer care provided support that included communication with the user and coordination of connector replacement logistics. Investigation of this case revealed a mechanical fitting problem associated with the connector/coupler component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.